Event description:
Syringe pump with feeding sporadically alarmed with the warning: check clutch /plunger. Clutch/plunger checked, nothing found to be out of place and feeding continued. At 1630, the syringe pump alarmed again with the same warning, however, despite repositioning syringe and making sure clutch/plunger were correctly placed, the alarm would not cease and feedings would not infuse. New syringe pump obtained and feedings infused via that with no alarms thus far.